Event description:
The hosp stated that the ventilator stopped cycling and went blank. The ventilator had to be turned off then on again to get it to operate. The pt had been on this ventilator two days prior to this event and is still on this ventilator.